Event description:
Septic and pyrogenic arthritis with an unspecified organism [septic arthritis] ([swelling of r knee], [aching (r) knee], [joint effusion]). Difficulty walking [difficulty in walking]. Limitation with range of motion [joint range of motion decreased]. Weakness/debility [weakness]. Case narrative: this case is linked to 2018sa306166 (same patient). Initial information received on 30-oct-2018 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a 79 years old female patient who experienced aspiration was performed (latency: 2 days), septic and pyrogenic arthritis with an unspecified organism, difficulty walking, limitation with range of motion, weakness/debility (latency: unknown) while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included hypothyroidism, osteoarthritis, hyperlipidaemia, hypertension, thyroid disorder, colonoscopy on 24-may-2017, hysterectomy, non-tobacco user and atrial fibrillation. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient was alcoholic with 4 cans of beer per week. Concomitant medications included bumetanide; latanoprost; levothyroxine; pantoprazole; ranitidine; rosuvastatin; terconazole; diclofenac sodium (voltarene); and rivaroxaban (xarelto). On 17-nov-2017, the patient started using hylan g-f 20, sodium hyaluronate, (dosage and frequency: not reported) (lot - unk) for osteoarthritis right knee. On 19-nov-2018, 2 days after initiating treatment with hylan g-f 20, sodium hyaluronate, patient was admitted to hospital and aspiration was performed, and 10 ml was aspirated with a white blood cell count greater than 50,000 and 99% seg. Out of concern for infection physician proceeded with arthroscopy intervention with incision and drainage. On an unknown date, after unknown latency, patient experienced septic and pyrogenic arthritis with an unspecified organism, difficulty walking and used walker for walking, limitation with range of motion, weakness, right knee swelling, right knee pain and pain progressed and has continued to progress since injection. Relevant laboratory test results included: alanine aminotransferase decreased - on 21-nov-2017: 6 u/l [low] aspiration joint - on 19-nov-2017: 10 ml unk [bloody and cloudy] blood albumin - on 21-nov-2017: 2.7 g/dl [low] blood glucose - on 19-nov-2017: 132 mg/dl [high] c-reactive protein - on 19-nov-2017: 148.2 mg/l [high]; on 20-nov-2017: 98.4 mg/l [high]; on 21-nov-2017: 35.4 mg/l [high] carbon dioxide - on 19-nov-2017: 22 mmol/l [low] granulocytes abnormal - on 19-nov-2017: 0.05 unk [high]; on 21-nov-2017: 0.6 unk [high] haematocrit - on 21-nov-2017: 36.6 % [low] haemoglobin - on 21-nov-2017: 11.7 g/dl [low] lymphocyte count - on 19-nov-2017: 13.3 % [low] prothrombin time - on 19-nov-2017: 14.2 second [high] red blood cell count - on 21-nov-2017: 3.97 unk [low] red blood cell sedimentation rate increased - on 19-nov-2017: 26 unk [high]; on 20-nov-2017: 39 unk [high] red cell distribution width - on 19-nov-2017: 15.5 % [high]; on 21-nov-2017: 15.5 % [high] white blood cell count - on 19-nov-2017: 52880 unk final diagnosis was aspiration was performed, right knee pain, right knee swelling, limitation with range of motion, difficulty walking and septic arthritis. Corrective treatment: vancomycin and ciprofloxacin for septic and pyrogenic arthritis. Outcome: unknown for all the events seriousness criteria: intervention required for aspiration was performed and septic and pyrogenic arthritis; medically significant for septic and pyrogenic arthritis; disability for difficulty walking. A product technical complaint (ptc) was initiated on 15-nov-18 for synvisc. Batch number: unknown; local ptc number: 59037; global ptc number: 56333. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 15-nov-2018. Global ptc number and its results were added. Text amended accordingly.

Event description:
Septic and pyrogenic arthritis with an unspecified organism [septic arthritis] ([swelling of r knee], [aching (r) knee], [joint effusion]), difficulty walking [difficulty in walking] , limitation with range of motion [joint range of motion decreased], weakness/debility [weakness]. Case narrative: this case is linked to (B)(4) (same patient). Initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a (B)(6) female patient who experienced aspiration was performed (latency: 2 days), septic and pyrogenic arthritis with an unspecified organism, difficulty walking, limitation with range of motion, weakness/debility (latency: unknown) while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included hypothyroidism, osteoarthritis, hyperlipidaemia, hypertension, thyroid disorder, colonoscopy on (B)(6) 2017, hysterectomy, non-tobacco user and atrial fibrillation. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient was alcoholic with 4 cans of beer per week. Concomitant medications included bumetanide; latanoprost; levothyroxine; pantoprazole; ranitidine; rosuvastatin; terconazole; diclofenac sodium (voltarene); and rivaroxaban (xarelto). On (B)(6) 2017, the patient started using hylan g-f 20, sodium hyaluronate, (dosage and frequency: not reported) (lot - unk) for osteoarthritis right knee. On (B)(6) 2018, 2 days after initiating treatment with hylan g-f 20, sodium hyaluronate, patient was admitted to hospital and aspiration was performed, and 10 ml was aspirated with a white blood cell count greater than 50,000 and 99% seg. Out of concern for infection physician proceeded with arthroscopy intervention with incision and drainage. On an unknown date, after unknown latency, patient experienced septic and pyrogenic arthritis with an unspecified organism, difficulty walking and used walker for walking, limitation with range of motion, weakness, right knee swelling, right knee pain and pain progressed and has continued to progress since injection. Relevant laboratory test results included: alanine aminotransferase decreased - on (B)(6) 2017: 6 u/l [low]; aspiration joint - on (B)(6) 2017: 10 ml unk [bloody and cloudy]; blood albumin - on (B)(6) 2017: 2.7 g/dl [low]; blood glucose - on (B)(6) 2017: 132 mg/dl [high]; c-reactive protein - on (B)(6) 2017: 148.2 mg/l [high]; on (B)(6) 2017: 98.4 mg/l [high]; on (B)(6) 2017: 35.4 mg/l [high]; carbon dioxide - on (B)(6) 2017: 22 mmol/l [low]; granulocytes abnormal - on (B)(6) 2017: 0.05 unk [high]; on (B)(6) 2017: 0.6 unk [high]; haematocrit - on (B)(6) 2017: 36.6 % [low]; haemoglobin - on (B)(6) 2017: 11.7 g/dl [low]; lymphocyte count - on (B)(6) 2017: 13.3 % [low]; prothrombin time - on (B)(6) 2017: 14.2 second [high]; red blood cell count - on (B)(6) 2017: 3.97 unk [low]; red blood cell sedimentation rate increased - on (B)(6) 2017: 26 unk [high]; on (B)(6) 2017: 39 unk [high]; red cell distribution width - on (B)(6) 2017: 15.5 % [high]; on (B)(6) 2017: 15.5 % [high]; white blood cell count - on (B)(6) 2017: 52880 unk. Final diagnosis was aspiration was performed, right knee pain, right knee swelling, limitation with range of motion, difficulty walking and septic arthritis. Corrective treatment: vancomycin and ciprofloxacin for septic and pyrogenic arthritis. Outcome: unknown for all the events. Seriousness criteria: intervention required for aspiration was performed and septic and pyrogenic arthritis; medically significant for septic and pyrogenic arthritis; disability for difficulty walking. A product technical complaint was initiated, and results were pending for the same.